Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, bg was addressed with a bolus via the pump and the customer withheld from consuming food. Reportedly, the infusion set was changed to address the issue. Customer declined troubleshooting with tandem technical support.